Event description:
Customer's mother called reporting her daughter was hospitalized for high blood glucose. Customer's current blood glucose is 227 mg/dl. Customer was feeling nauseous and had headaches. She went to the hospital for a normal visit and to get some blood work done. When the lab results came back, she was referred to the emergency room. The specific lab results are unknown. When the doctor checked her blood glucose, it was over 500 mg/dl. She was treated with manual injections. Customer was wearing the device when hospitalized. She was still in the hospital at the time of the call. During trouble shooting, the drive support disk appeared normal. Further trouble shooting was declined because the doctor had changed the settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.